Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 503 mg/dl at the time of incident and other relevant blood glucose levels were 447 mg/dl, 451 mg/dl and over 600 mg/dl. Customer stated that the cannula was bent. Customer was using the insulin pump system within 48 hours of reported event. Customer was treated with bolus. Customer did not allege that the insulin pump was under delivering. Customer was assisted with troubleshooting and there were no leaks and air bubbles. Customer performed high pressure test and it was passed. The insulin pump will not be returned for analysis.